Manufacturer narrative:
It was reported that an issue with oxygen occurred. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the device delivered higher o2 concentration by 5-8% when o2 was set in range 70 - 95%. The issue occurred after preventive maintenance service, during which pm kit, o2 cell have been replaced and software has been updated to version 4.4. The technician tried to replace nozzle unit in o2 gas module, o2 cell and downgrade software to version 4.2, but the issue persisted. The o2 gas module has been pointed out as defective by our subject matter expert from manufacturer's site and has been replaced by the technician, which resolved the issue. The o2 gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. Too high o2 concentration delivered to the patient may lead to insufficient ventilation. There was no patient harm. Unfortunately, the claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).